Manufacturer narrative:
Siemens filed MDR 1219913-2021-00444 initial report on 16-sep-2021 for a discordant, falsely elevated nonrepeatable result on the atellica im total hcg (thcg) assay. 15-oct-2021 - additional information: a united states customer reported a falsely elevated nonrepeatable result on the atellica im total hcg (thcg) assay. The physician questioned this result because a qualitative hcg test was also performed and was reported as negative. The customer repeated the same sample and tested a new sample, all resulting lower. The lower thcg results were clinically expected. Quality control was within range on the day of testing the samples. Both samples from this patient were serum and pre-analytical variables cannot be ruled out. The system auto-check and instrument (sn (B)(6)) data for (B)(6) 2021 were reviewed and considered acceptable. A customer service engineer (cse) performed a total service visit on instrument (sn (B)(6)) which included replacing the sample probe air pump and replacing reagent probes 1 and 3. Replacement of the parts by the cse are considered normal troubleshooting for an issue of this nature. Based on the information provided the potential cause is unknown. A potential product issue was not identified. The assay is performing within specifications. No further evaluation of the device is required. In section h6, the investigation findings code and the investigation conclusion code were revised.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, falsely elevated atellica im total hcg (thcg) result obtained on a patient sample. A siemens customer service engineer (cse) was sent to the customer site for system evaluation. The cse performed a total service visit and replaced the sample probe air pump and reagent probes 1 & 3. Siemens is investigating. The instructions for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
A falsely elevated (positive) atellica im total hcg (thcg) assay result was obtained by the customer on a patient sample and reported to the physician. The physician questioned the elevated (positive) result compared to an lower (negative) alternate qualitative test method result. The customer performed repeat thcg testing, resulting lower (negative). A second sample was drawn and the thcg result was lower (negative). The lower (negative) thcg result was reported to the physician as the correct result. There was no report of patient treatment being prescribed or altered, or adverse health consequences due to the discordant, falsely elevated atellica im thcg result.